Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow up report will be submitted upon completion of investigation.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the capsular bag, the iol optic cracked, causing capsule damage. The iol was removed, a vitrectomy was performed, and a 3-piece iol was implanted. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.